Event description:
During on-site service testing, the baxter repair technician reported a failure coed 810:04. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.